Event description:
Pt was revised to address clicking and a very vertical cup that appeared to have moved. Turbid fluid was encountered, which appeared to be mostly a metallosis type appearance. The head showed some scratching on it. The cup appeared to have only fibrous ingrowth. There was significant evidence of metal shedding posteriorly.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.